Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display was broken, resulting in a damaged or cracked screen that limited on-device visibility while the user could still unlock and announce meals and continued insulin delivery, consistent with a display hardware malfunction of the user interface component. Symptoms included no adverse clinical effects, with blood glucose reportedly unaffected during use and monitoring continued via the mobile app. Outcomes included continued therapy without medical intervention or hospitalization. Investigation included remote troubleshooting and case review with verification of device function sufficient for ongoing insulin delivery and initiation of device replacement logistics and inspection of the returned device. Investigation of this device revealed a screen/display failure consistent with physical damage to the display assembly, with no evidence of broader pump performance failure. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to physical impact or handling rather than a systemic device malfunction.